Manufacturer narrative:
The investigation for the reported failures has now been completed. The device intended for use in treatment was returned for evaluation. A relationship between the reported failure and the device has been established. A visual inspection found the top case and insert broken. The functional evaluation found the vacuum pump to be defective, the device also failed both the alarm and leak test. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. Complaint history has been reviewed and similar instances have been found in the previous four years, further investigations are being conducted to determine if additional actions are required. The investigation into your complaint is now complete and has been recorded as mechanical component failure. In parallel, we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch.

Event description:
No device alert/warning during device operation. (C-0253939). No patient harm reported since this occurred during no case. Product is available for investigation.